Event description:
It was reported that the user experienced severe hyperglycemia with cgm readings above 600 mg/dl and fingerstick values in the 555¿585 mg/dl range while using the ilet, after going to bed elevated and following a recent supply change; the event was suspected to relate to suboptimal infusion site placement and possible scar tissue affecting insulin absorption, and the user briefly disconnected from the pump and administered an external insulin injection before reconnecting. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included review of device reports, assessment of infusion site and supplies, and guided replacement of the cartridge and infusion set with education on correct connection to prevent leakage. Investigation of this case revealed no device malfunction, with troubleshooting indicating probable poor absorption from the infusion site and a user practice of connecting the cartridge to the connector outside the pump that could lead to leakage; after supply replacement and education, glucose values returned to range. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.